Event description:
The pt underwent a sling procedure in 2005. Postoperatively, the pt developed a urinary tract infection of moderate intensity. The pt reported hematuria, dark urine, and frequency. A urine culture was negative, however, macrobid treatment was given from about 1 month later for a week and the urinary tract infection has resolved.

Manufacturer narrative:
Conclusion: it appears most likely the pt had a urinary tract infection with a falsely negative urine culture. The event did not resolve spontaneously but did resolve with treatment with macrobid. Suburethral slings are not intended to treat or prevent urinary tract infections. In the immediate postoperative period, any procedure in which the bladder is instrumented (catheter, sounds, etc.) Is associated with the risk of the development of urinary tract infection. In the long term, any female is at risk for urinary tract infection, particularly if they are sexually active. The development of a urinary tract infection following suburethral sling is not the result of the device itself.